Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that they had 3 different modular flexible drill shafts (pinnacle screw set) and none of them will hold on to modular drill bit. Doctor had tried on multiple occasions to use, but drill bit continues to fall off. Facility was going to single used drill bits, but unable to utilize with this drill shaft. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.